Event description:
It was reported that there was a coupling problem. It was noted that the patient meet with their health care provider (hcp) the day prior to the report to remove the bandages and staples. It was noted that while at their hcp¿s office they were able to get 8 coupling boxes. On the day of the report the patient tried to charge on their own and reportedly got zero boxes after all the trouble shooting. An antenna locate feature was done and showed 44 to 48. It was also noted that the recharger was telling the patient to charge it. It was further noted that the recharger was plugged in. It was then reported that after 30 minutes a manufacturer representative was not able to get the recharger to couple and did not get any boxes. It was noted that repositioning and the antenna dial we also tried to no avail. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 97740, (B)(4), product type programmer, patient. Product ID 97754, serial# (B)(4), product type recharger. Product ID 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type lead. Product ID 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type lead. Product ID 97754, serial# (B)(4), product type recharger. (B)(4).